Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty in (B)(6) 2008. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain and personal injury. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - (B)(6) 2008. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.